Event description:
Description of event according to complainant: a male unk age underwent an ivc filter placement on (B)(6) 2010. The filter was supposed to be a retrievable temporary filter. However, the filter was unsuccessfully removed. The patient has been suffering from pain since 2010. The filter has now perforated the ivc and touching the vertebrae. The patient is awaiting the means of getting the device removed. The patient's medical records show the cook gunther tulip was defective and requires a fourth surgery to have the device removed from the ivc. Patient outcome: a fourth surgery was required to have the device removed from the ivc.

Manufacturer narrative:
(B)(4). The investigation is in progress.